Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A purchasing coordinator reported unable to create a laser assisted flap in a patient's eye. Flap creation was attempted three times. Flap was unable to be created due to green software moving the flap position. Surgery was delayed an hour and procedure was switched to microkeratome. Flap was incomplete and no laser ablation was performed.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. With limited information, the root cause could not be determined conclusively. (B)(4).